Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels exceeding 20mmol/l (360 mg/dl) while wearing the pod on the arm between 4 and 24 hours. It was noticed that the needle did not deploy, indicating a failure of the needle mechanism. At the hospital, the patient was kept in observation for 4 hours.